Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that device delivered inappropriate therapies. Lead was capped and replaced. No further information available.